Event description:
Reference MDR # 1219856-2010-00373 for the first event and MDR # 1219856-2010-00374 for the second event involving the same patient. It was reported that after the second sheath and catheter were removed as one unit, a third kit was opened and the super arrow-flex (saf) sheath was inserted again in the left groin. The catheter was then inserted via the sheath. This time the intra-aortic balloon (iab) reached the aorta; however, the balloon could not be inflated using the intra-aortic balloon pump (iabp). As a result, this set was removed as one also, but was not replaced as the patient no longer needed iabp therapy. Note: two days after the user tried and failed insertion three times, he tried unsuccessfully to remove the metal tip from the patient using a snare. At this time, there is no plan to remove the metal tip from the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.